Manufacturer narrative:
The reported event was an explant due to patient complaint's of chest pain, shortness of breath, and dizziness. The device was returned for analysis. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier analysis was normal with no anomalies found.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 complaining of chest pain, shortness of breath, and dizziness. The patient's implantable cardioverter defibrillator was explanted.